Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 5.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information states that the system was explanted. No further information was provided.

Event description:
New information states that the patient was admitted at the hospital on (B)(6) 2017. Later, on (B)(6) 2017, the patient was admitted at the hospice, and expired days later due to ceased respiration. The cause of death was non-sudden and non-cardiac. No further information is available at this time.